Event description:
As reported, during a laparoscopic procedure the surgeon tried to fixate the anatomical mesh into area of fixation at the cooper¿s ligament using capsure straight fixation device. It was reported that the fastener could not be pierced into the tissue properly and left inside into the patient. It was also reported that counter-pressure was applied firmly, and the trigger was not compressed slowly. As reported, another device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners failed to pierce the tissue. Evaluation of the sample and the photos provided confirm the reported event. The photos show fasteners that deployed proud. Functional evaluation found the tack set back to be out of spec as received from use of the device, however the last three remaining fasteners deployed with no issues. A definitive root cause cannot be determined based on sample evaluation. The most likely root cause is an event occurring during user/device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in (B)(6), 2024. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : sample evaluated.